Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for investigation. Data logs were reviewed finding no motor current spikes. Many suction alarms occurred. P-level was unable to rise above p-6 and at last 24 hours dropped more between p-4 and p-2 and pump was unable to flow properly. The cause of the low pump flow issue cannot determined since the complaint device not available for investigation and insufficient clinical data provided.

Event description:
The user facility reported a patient experiencing st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp pump became clotted during patient support and was unable to properly flow. Clots were subsequently seen in the tubing, and the decision was made to explant the device. There was no patient harm resulting from the noted issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.